Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because lancing device missing was not resolved with troubleshooting.

Manufacturer narrative:
There were no product(s) requested for return for evaluation. If any product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.